Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer experienced high blood glucose as well as low blood glucose and they were in the hospital. The customer¿s blood glucose level was 400 mg/dl. Customer treated with insulin drip for high blood glucose and fructose for low blood glucose. Customer stated they were not using insulin pump. Customer also stated they were hospitalized due to non diabetic issue. Customer also stated insulin pump had malfunction that tape not sticking. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was off the insulin pump from 25 days.